Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on top of the driveshaft. The nose cone, bearing stop, and bearings were each replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the pt suffered a burn to the upper lip and cheek (just above the lip) from the handpiece overheating during a wisdom tooth extraction. The doctor reported the injury as superficial, and at this time, there is no expected permanent damage or scarring caused from the burns. The size of the lip burn is about 1 cm and the cheek burn .5 cm. Neosporin cream was applied to the injury. The procedure was successfully completed with a backup device. Continued use of neosporin was recommended at home for temporary on-going treatment.